Manufacturer narrative:
On february 16, 2021, mentor became aware that the left breast implant deflation was confirmed and the patient had undergone unilateral removal and replacement on (B)(6) 2020 with the following device: (left) 475cc mentor smooth round moderate plus profile saline catalog: 3502475 lot: 9488542 sn: (B)(6). In addition, mentor also became aware that the correct left breast implant suspect medical device was a 475cc mentor smooth round moderate plus profile saline (catalog: 3502475 lot: 5852147 sn: (B)(6). Mentor also became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention for capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with (left) 500cc mentor smooth round moderate plus profile saline and a (right) 475cc mentor smooth round moderate plus profile saline breast prostheses in 2008, had to undergo reverse abdominal plasty and capsulectomy on (B)(6) 2020. The same implants were used again. There was no reported explantation. Then on (B)(6) 2020, the patient reported to their hcp via telephone that the left breast implant had gone flat. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.